Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a right bunion osteotomy on (B)(6) 2012. Patient's legal counsel further reported patient allegations of pain and swelling. Legal counsel reported that review of radiographs taken on (B)(6) 2013 allegedly revealed a fractured metal varisation staple. Subsequently, patient was revised on a (B)(6) 2014 to remove the fractured staple. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported patient underwent a right bunion osteotomy on (B)(6) 2012. Patient's legal counsel further reported patient allegations of pain and swelling. Legal counsel reported that review of radiographs taken on (B)(6) 2013 allegedly revealed a fractured metal varisation staple. Subsequently, patient was revised on an unknown date to remove the fractured staple. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.